Event description:
Child, 11 years old, was having her temperature taken. For no apparent reason, thermometer broke off in her mouth. Fortunately child spit out the glass and the mercury. Child did not bite the thermometer.